Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse observed that the level 1 quality control (qc) was consistently elevated out of range. While troubleshooting the issue, the cse discovered that the coefficients terms from the most recent calibration were significantly different from the coefficient terms for past calibrations. The cse reset the coefficient terms and recalibrated the magnesium reagent, which resolved the issue. Qc was run and resulted within range. The cause of the discordant magnesium results was the incorrect coefficients terms during calibration. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted the siemens customer care center (ccc) and stated that patient samples had resulted falsely high when tested with the dimension magnesium method on a dimension exl 200 instrument. The elevated results were not reported to the physician(s). The samples were repeated on the same instrument and resulted lower. It is unknown if the repeat results were reported to the physician(s). There are no known reports of adverse health consequences due to the discordant magnesium results.